Manufacturer narrative:
In addition to the flow rate outside of +/-15% accuracy, the device was also found to have a battery outside of warranty. The manufacturer is in the process of repairing the device and will ship the device back to customer when the repair is complete.

Event description:
The user reported to zyno medical on (B)(6)2017 that the pump had a flow rate issue and it over-infused 9%. Zyno medical received the device on (B)(6)2017 and tested the device on (B)(6)2017. The pump was found to have the flow rate accuracy outside of +/-15% specification. According to company's procedure, flow rate accuracy outside of +/-15% specification is MDR-reportable. No patient was involved in this case.

Manufacturer narrative:
The user-reported flow rate issue was confirmed. The device was found to have a battery outside of warranty; this issue was not related to the user-reported issue. The device was repaired, recalibrated, and tested to meet all specifications on 08/17/2017, and it was shipped back to the customer on 08/25/2017. The pump periodic preventive maintenance (pm) interval recommended by zyno medical in the instructions for use (IFU) is one year. Our company records indicate that the last pm performed by zyno medical for this pump was on 08/17/2012.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00243).